Manufacturer narrative:
Patient information was not provided for reporting. This report is for one (1) unknown pfna blade. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation but has not been received yet. This report is for one (1) unknown pfna blade. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery on (B)(6) 2018, the blade remained attached to the handle following a removal. The customer was unable to remove the blade from the extraction screw. Patient and surgery outcome were not reported. This report is for one (1) unknown pfna blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted for part: 04.027.034s, lot: l830492: manufacturing site: bettlach, release to warehouse date: 28. Mar. 2018; expiry date: 01. Mar. 2028: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the pfna blade is completely jammed on the extraction screw as complained. There are heavy stress marks all over the blade visible, all were caused post-manufacturing as the anodized layer is worn away. But it cannot be defined when the damages occurred, during insertion, in-situ, extraction or the removal attempt from the extraction screw. The movable sleeve is blocked in the font position. Functional test: a function test is not possible as the blade cannot be removed from the extraction screw. The removal with the key 356.832 is also not possible as the blade sleeve turns freely on the blade end cap. Dimensional inspection: checked dimensions per relevant drawing: outer diameter end cap was measured and is within specification. Flat surfaces end cap was measured and is damaged post-manufacturing drawing/specification review: the main function of the extraction screw, extracting the pfna blade, was fulfilled let us exclude a design related issue. Summary: the complaint is confirmed as the blade is jammed on the extraction screw as complained. Based on the provided information it is not possible to determine the exact cause of this occurrence. We can only assume that a mechanical overload during removal caused this issue. The evaluation with other at the cq department available devices has shown that the typical distance between the blade sleeve and the end cap is 5.4mm when the extraction screw is attached. The received blade has a distance of 7.2mm. This could be an indication that the locking screw was screwed into the blade for some turns before the end cap thread was attached. This would lead to this bigger distance and would decrease the contact surface between end cap and sleeve when the sleeve is in the front position like in this case. Therefore the end cap was not able to withstand the removal force when the key was used on the sleeve and the sleeve did finally turn on the end cap. In the current condition a removal is not possible as the removal force cannot be applied onto the sleeve anymore. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) pfna blade perf l95 tan.